Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A review of the system's event log was able to potentially confirm the reported event of "fluctuating pressure" as system message (sm) - (infusion flow data invalid: iop control functions will be disabled. Check infusion tubing for air bubbles) was generated on (B)(6) 2013. Before the sm was generated, it was observed that the system ran out of infusion liquid as sm (infusion/ irrigation source is empty: please press [charge] and replace the bottle) was generated multiple times. Then the fluidics module displayed sm (no more infusion fluid available), which consequently triggered sm (infusion flow data invalid: iop control functions will be disabled. Check infusion tubing for air bubbles) disabling the iop control functions. The system operator's manual detailed setup: fluidics section (pg 2.54) states: specify initial fluid level - allows the user to set the starting level of the fluid in the container using the increment and decrement arrow buttons. This enables the system to accurately track the fluid level (in terms of percentage) as the operation progresses and alert the operator when fluid level is low. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. Based on the review of the event log, a potential root cause of the reported event can be attributed to the system running out of infusion/ irrigation liquid. However, the root cause could not be conclusively determined as the system was found to meet products specifications. (B)(4).

Event description:
A customer reported that during setup for a procedure, the system had "excessive pressure." There was no patient involvement. Additional information was received from a nurse at the facility, who reported the system was not controlling a patient's intraocular pressure and a syringe with air was used to keep the eye from collapsing. The case was completed without harm to the patient.